Event description:
It was reported that the patient's system is unable to enter MRI mode. Diagnostics revealed high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information has been requested and yet to be received.